Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. It was alleged that the "pump and meter stated that it was trying to deliver 50 units insulin" despite not being programmed to do so. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during testing, the pump powered on normally and the pump¿s ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours and no errors, alarms or warnings occurred. There was no evidence of the pump trying to deliver 50 units of insulin on (B)(6) 2017. No meter was returned with the pump. The pump was paired with test meter and was exercised for 24 hours. No unprogrammed boluses were delivered from the test meter or the pump during this time period. No hypersensitive or stuck keys were observed on the pump keypad. The investigation did not duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.